Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed oversensing. Short ventricular-ventricular sensed events of less than 220 ms are observed on (B)(6) 2010. There were seven episodes non-sustained tachycardia. Analysis also revealed interference/noise. An increase in noise is observed as the ventricular sensing integrity counter increased to 8.3 avg counts/day beginning (B)(6) 2010.

Event description:
It was reported that an implanted defibrillator (ICD) had a lead integrity alert, 7 non-sustained tachycardia episodes with oversensing, and non-physiologic sensing (sic) count was elevated. The physician intends to reprogram the number of intervals to detect. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.